Event description:
The manufacturer received information that the patient never received their dreamstation 2 replacement device. The patient reportedly passed away, and the replacement device is no longer needed. The affected device was discarded/recycled at their local courthouse. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.